Event description:
Subsequent to the previously filed report, additional information was received indicating that a second clip procedure was performed on (B)(6) 2014. There appeared to be a flailing chord/leaflet immediately lateral to the more lateral of the two clips that was not observed on (B)(6) 2014 index procedure. It is possible that the chord/leaflet flail occurred due to the clip getting caught in the chords on (B)(6) 2014; however, the leaflet flail was not observed until (B)(6) 2014. The third mitraclip was implanted, but the mr remained 4. A fourth cds was inserted, but the gripper lines would not translate during the gripper line removability test. The user unlocked the clip, but opened more than desired with a subsequent loss of the posterior leaflet from the clip. There were no knots/twists noted on the gripper lines. There were no issues observed during functional inspection. There were no extreme curves applied. Two hours were spent trying to regrasp the leaflets, but were unsuccessful. It was a challenging case due to the large mitral valve. The cds was removed and not implanted and mr was unchanged. There was no additional information provided.

Event description:
This mitraclip report is being filed for the difficult to remove gripper line, which has potential to result in serious injury. It was reported that this was a second mitraclip procedure for this patient with degenerative mitral regurgitation (mr). Two mitraclips were previously implanted on (B)(6) 2014. On (B)(6) 2014 the third mitraclip was implanted, but the mr remained 4. The fourth clip delivery system was inserted and the leaflets were grasped; however, the gripper lines would not translate during the gripper line removability test. The user unlocked the clip, but it opened more than desired with a subsequent loss of the posterior leaflet from the clip. There were no knots/twists noted on the gripper lines. There were no issues observed during functional inspection. There were no extreme curves applied. Two hours were spent trying to regrasp the leaflets, but were unsuccessful. It was a challenging case due to the large mitral valve. The cds was removed and not implanted and mr was unchanged. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. Analysis of the returned device confirmed the reported unable to remove/translate gripper line. No other damages / kinks / herniated coils were identified that could have contributed to the reported inability to remove the gripper line; however testing confirmed that under simulated vena cava curvature, with clip closed and curves applied, and in 37 degrees water bath, the gripper line removability test was unsuccessful. Potential causes for unable to remove the gripper line, can be caused by, but are not limited to, manufacturing anomalies (damaged gripper line causing difficulty removing the gripper line or sharp edges on lumens), patient morphology, user technique and/or procedural conditions (procedural circumstances influencing the ability to remove the gripper line). It is possible that the clip arms grasped onto the leaflets, along with the natural curvature(patient anatomy) and/or external force on the device, caused increased tension on the device, such that during the course of the procedure applied constrictive forces on the gripper line lumens, resulting in the reported unable to translate gripper line. It is possible that due to the curvature of the steerable sleeve shaft while positioning the clip resulted in constrictive forces and the lumens to shift resulting in restrictive movement of the gripper line; however, this cannot be confirmed. Analysis of the returned device revealed that the clip opened to 20 degrees when the lock lever was retracted to the blue marker and would not open past 55 degrees. Troubleshooting steps were performed by retracting the lock lever 5mm past the blue marker on the lock lever and the clip was able to open smoothly to the inverted position. Although the clip experienced jumpiness while unlocking the device during testing, this met the acceptable degree of jumpiness (less than 45 degrees) per manufacturing specification. The actuator mandrel and the coupler were observed to be bent. It is possible that the reported clip arm actuation difficulty was likely due to the bend in the actuator coupler due to some unidentified external force (e.g. A large mitral valve and two hours re-grasping the leaflet) on the device during the procedure that caused more tension on the device. During actuation, the clip assembly travels up and down the actuator coupler, so if the coupler or actuator mandrel bends, actuation can be difficult, because there is no longer a straight path for the coupler/mandrel assembly to travel. It is possible that procedural interactions (e.g. Due to the anatomy, curves on the device) caused more tension on the device, resulting in the coupler and mandrel to become bent and therefore contributed to the clip actuation issue (difficulty opening); however, this cannot be confirmed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A review of the electronic complaint-handling database for the reported lot was performed and revealed no other incidents reported for the mechanical jam, difficult to open/close or failure to adhere/bond from this lot. Although a definitive cause for the reported event could not be determined, there does not appear to be any evidence of a product quality deficiency associated with this device.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, implanted mitrclip (x3). The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.